Manufacturer narrative:
No medwatch was received from the reporter. This product is being used for treatment and not diagnosis.

Event description:
Description of the original complaint: while intubating the patient, the doctor used an inserter stylet to aid in the insertion of a xomed emg endotracheal tube. The stylet protruded from the distal tip of the et tube resulting in a 3cm deep laceration of the patient's soft palate. The physician was able to repair the wound at the end of the case. Relevant events and information obtained for the reported case: the doctor admitted that, while the stylet should not have protruded beyond the distal tip of the emg tube, he believes that the medtronic emg tube requires a stylet for intubation because the silicone tube is too soft. The brand or manufacturer of the stylet were not provided by the facility. The model and lot number of the xomed emg endotracheal tube used at the time of the injury were not provided. Product number 8229506 was used for data entry of the complaint information, the actual part number of the et tube was not provided by the facility.